Event description:
Event description cpi received information that this patient with two large patch leads (defibrillation) and another company's implantable cardiovertor defibrillator (ICD) was found dead in his car. At the patient's last follow-up visit a high lead impedance measurement was noted. It is unknown if the patient had a car accident or if he just died in his car. An autopsy was not performed to determine the cause of death and the leads were not removed.